Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alarms were not as loud and the buttons were harder to push. They also reported that they noticed a shorter battery life and the alerts were short lived. Troubleshooting was not completed. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.